Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 277 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.